Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the handle on the calibrator was broken. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.